Event description:
Per the clinic, the patient developed a hematoma three days post-op, resulting in a revision surgery to alleviate the symptoms. The surgery was successfully completed on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her son alleging that a one touch ultralink meter read inaccurately high. The patient tests his blood glucose every 3 hours. He manages his diabetes with humalog insulin via an insulin pump. The reporter indicated that the alleged issue started on (B)(6) 2010, at an unspecified time after the meter was dropped and the display was cracked. The reporter felt as though the cracked display might have caused the meter to start reading inaccurately. The patient had gotten up that morning with a pre-breakfast meter reading of "191 mg/dl" which she said was abnormally high for him. Based on the meter reading, the patient took an unknown dose of humalog insulin and then ate breakfast as usual. At around 7:40 am while the patient was at school, he began to feel like his blood glucose was dropping but was unable to provide any treatment for himself. The patient's teacher noticed that he could not talk or communicate. At 8:00 am, the patient reportedly suffered a seizure. The reporter stated that the patient could not move, stopped breathing, and turned blue. A school nurse treated the patient with a glucagon injection although his blood glucose was not tested on any device. At around 8:10 am, the patient was transported to a hospital via an ambulance. The reporter did not know if the patient received any treatment from the paramedics or if his blood glucose was tested by the paramedics. In the hospital, the patient's blood glucose was tested on the lfs meter and a result of "271 mg/dl" was obtained. The reporter did not expect his blood glucose to be that high at that time although he had received a glucagon injection earlier that morning. Two hours after the result of "271 mg/dl" was obtained, the patient's blood glucose was reportedly tested by the hospital and an unknown "high but normal" result was obtained. The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a seizure and was treated by a nurse for hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.